Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue ("atypical symptoms of intense fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("eczematous lesions"), palpitations ("palpitation"), menometrorrhagia ("menometrorrhagia") and hot flush ("hot flushes"). The patient was treated with surgery (essure removal by ovary-sparing vaginal hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, eczema, palpitations, menometrorrhagia and hot flush outcome was unknown. The reporter considered eczema, fatigue, hot flush, menometrorrhagia, palpitations and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Sample received : yes. Date of sample received : 30- mar-2021. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 2-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In june 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue ("atypical symptoms of intense fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("eczematous lesions "), palpitations ("palpitation"), menometrorrhagia ("menometrorrhagia") and hot flush ("hot flushes"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, eczema, palpitations, menometrorrhagia and hot flush outcome was unknown. The reporter considered eczema, fatigue, hot flush, menometrorrhagia, palpitations and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 466.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue ("atypical symptoms of intense fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("eczematous lesions "), palpitations ("palpitation"), menometrorrhagia ("menometrorrhagia") and hot flush ("hot flushes"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, eczema, palpitations, menometrorrhagia and hot flush outcome was unknown. The reporter considered eczema, fatigue, hot flush, menometrorrhagia, palpitations and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 466.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ('pelvic pain'). In a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient experienced fatigue ("atypical symptoms of intense fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eczema ("eczematous lesions"), palpitations ("palpitation"), menometrorrhagia ("menometrorrhagia") and hot flush ("hot flushes"). The patient was treated with surgery (essure removal by ovary-sparing vaginal hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, eczema, palpitations, menometrorrhagia and hot flush outcome was unknown. The reporter considered eczema, fatigue, hot flush, menometrorrhagia, palpitations and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.3 kg/sqm. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.